Event description:
The patient underwent uncomplicated combined cataract surgery with hydrus microstent implantation in the right eye on (B)(6) 2021. On 6-day follow-up, the best-corrected visual acuity (bcva) was 20/25 and intraocular pressure (iop) was 26 mmhg on 2 iop-lowering medications. Upon postoperative gonioscopy, the surgeon reported that the distal end had pierced through the trabecular meshwork and was resting on the peripheral iris. On (B)(6) 2021, the hydrus was explanted, and another hydrus device was implanted without complications. At 12-day follow-up, the va was 20/30 with iop of 7 mmhg on 1 iop-lowering medication. The hydrus was completely within schlemm's canal and well covered by trabecular meshwork. The surgeon reported the patient is "doing well and the iop is much improved compared to pre-op. The patient will undergo a trial of no iop-lowering medications after completion of the steroid taper.

Manufacturer narrative:
The device was discarded by the user facility at the time of surgery and is not available for evaluation. The device history records were reviewed for this manufacturing lot; there were no discrepancies or unusual findings that relate to this complaint and all released product met specification. Microstent malposition, explantation, and unplanned secondary ocular surgical re-intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).